Event description:
Pt had star ankle tibial and poly components revised.

Manufacturer narrative:
The tibial component collapsed laterally to 10 degrees valgus. Component was revised and malalignment corrected. Device history record showed no anomalies.